Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, pieces of the clear plastic insulation detached from the device and fell within the patient cavity. The pieces were retrieved. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Additional information: evaluation summary: a sample was returned, and an evaluation confirmed that the device did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the blue heat shrink to have a slit in it. The insulator had disengaged and was not returned with the electrode. The blue heat shrink insulation holds the insulator in place, and damage to the insulation can cause the clear insulation disengage. The damage to the electrode shows signs of mishandling or cleaning with an abrasive material.the instructions included with this product state: the electrode has a coating to reduce sticking of eschar. Cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, discard it. A review of the device history records for the reported lot number found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.